Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 12, 2006 the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the patient on october 23, 2006 to obtain additional information included below: the patient takes novolin regular insulin by sliding scale and lantus insulin 25 to 35 units at bedtime dependent on his meter readings. He also takes metformin 500 mg twice a day. The patient said his blood glucose is normally in good control without episodes of hypo or hyperglycemia. His recent a1c result was 5.5. On october 10, 2006 the patient was away from home oin a trip to visit family. He continued to follow his usual diabetes treatment regimen. He did not recall the specific meter readings or insulin dosages taken during the day prior to the time of concern. On october 10, 2006 in the evening he obtained a result of 75 mg/dl on the reported meter while his vision was "shimmering" and he felt weak. He fainted soon after testing with the meter in back-to-back testing at 8 or 9:00pm. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of >=30% and/or >=30 mg/dl. The patient was treated with oral glucose. The customer care advocate (cca) confirmed that the test strips were in good condition, were not expired, and had been stored correctly. The meter code matched the test strip code. A control solution test was not performed because the controls solution was expired. The meter, test strips, and control solution were replaced. The complaint is reported because the lfs product read inaccurately high compared to the ER device. The patient took insulin based on the lfs product results. The patient experienced symptoms the suggested hypoglycemia. A hypoglycemic reading was obtained on an ER device and the patient was treated with oral glucose.